Manufacturer narrative:
: The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.    Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with trace dlk (diffuse lamellar keratitis) in both eyes at the one day post op exam. The steroid drops were increased to treat the dlk. The patient's post op uncorrected visual acuity was 20/20 in each eye.